Event description:
On 10/12/95, an 84 yr old male pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 11/22/96, the above referenced pt presented with pocket erosion/infection. On 11/22/96, the physician elected to explant the pacemaker, capped the lead and implanted a new pacemaker system.